Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 500 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2026. Customer was treated with intravenous saline, phosphorous, "other chemicals", and insulin. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. Tandem technical support attempted to obtain a release date from the hospital; however, no response has been received from the customer.